Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) exhibited high impedance measurements. The physician attempted to reposition several times but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.